Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No excessive no delivery, occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that they had motor error. The customer's blood glucose was unknown. The customer reported that they changed reservoir and rewound it, but the piston went forward. The customer reports the drive support cap appears normal. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.